Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the pulse generator exhibited backup vvi mode, the technician restored the device and normal function resumed. The device was implanted and would be monitored.